Event description:
It was later reported that the battery replacement and pocket revision were due to infection. The patients physician later reported that the timeline of this patients events are as followed: (B)(6) 2023 would dehiscence after trauma. (B)(6) 2023 seroma drained and closed dehiscence. There has been continued drainage and recurrent dehiscence since. The physician believes the cause of infection is patient influence.

Event description:
It was reported that the patient incessantly picks at their vns scar at the generator site. This patient has gone into surgery three separate times. Two of the dates recorded were (B)(6) 2023 and (B)(6) 2024 where a pocket revision was performed and the wound was closed. No infection was reported. The patient recently came back to the office for the same reason. Surgeon wanted to perform a battery replacement to adjust the positioning and hopefully fix the issue permanently. The patient later had a battery replacement. It was noted that the site first opened up in (B)(6) 2023. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.